Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission on (B)(6) 2020. The transmission from the implantable cardioverter defibrillator showed episodes of non-sustained right ventricular oversensing from (B)(6) 2020 due to post paced t wave oversensing. The patient did not receive inappropriate high voltage therapy during the oversensing episodes. Programming changes were recommended. No patient symptoms were reported.